Manufacturer narrative:
Concomitant medical products: product ID: 8596sc , serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 07-feb-2021, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient has infection for an unknown reason. The patient had a new catheter placed and it was externalized. The new catheter was hooked up to the pump to continue delivering intrathecal therapy. The pump was also connected external and was running at the same intrathecal dose because the patient was on too high of an intrathecal dose to discontinue and switch to oral. Once the infection resolved, the physician was to then re-implant a new pump. Diagnostics/troubleshooting performed was indicated as being not applicable (na). The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2019-sep-26. It was reported that the catheter w ould not be returned to the manufacturer, as the rep was no present at the patient surgery and the catheter was thrown away. There was no further information regarding the infection. No further patient complications have been reported as a result of this event.